Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clipper did not fire and all the clips kept falling out before we could apply any. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Manufacturer narrative:
(B)(4).